Manufacturer narrative:
(B)(4). The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was returned for evaluation. The reported balloon rupture was confirmed. The reported resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, moderately calcified, 75% stenosed, obtuse marginal branch of the left circumflex artery. The 2.5x15 mm nc traveler balloon catheter was advanced for treatment; however, during the first inflation at 8 atmospheres, the balloon ruptured. Resistance was felt during advancement of the balloon catheter to the lesion. A non abbott balloon was used and the procedure was completed without issue. No adverse patient effects or clinically significant delay in the procedure were reported.